Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted and a lead fracture was suspected. No action has been taken at this time and the patient is in stable condition. Additional information has been requested, but not received.